Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the (B)(6) department that the bd safetyglide¿ syring allergist tray permanently attached needle are difficult to activate the safety mechanism feature after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 1ml, 10mm, 26g bd safetyglide allergy syringes with a tray cover from lot # 7026751. No packaging materials from lot # 8053919 were returned with the syringes. Customer states that they are having a bit of a challenge engaging the safety device on the allergy syringe that they are currently using for tb placements one syringe was returned with the safety mechanism fully and properly activated. Both remaining syringes were tested and both were able to activate properly without any observed defects. No defects were observed on any of the returned syringes. A review of the device history record was completed for batch # 8053919. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for spinners. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of safety mechanism difficult to activate (safetyglide) with lot #8053919 regarding item #305951. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.